Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had short longevity due to high left ventricular (lv) lead thresholds. A rise in lv lead thresholds was observed and the physician suspected that the lv lead had moved resulting in the high and rising thresholds. The lv lead remains in use, and there was no attempt to reposition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead, (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2012. (B)(4).